Event description:
It was reported that a female patient underwent a breast augmentation surgery with 275cc mentor smooth round moderate profile saline implants. Post-operatively, the patient experienced bilateral deflation, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-12086 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 16, 2022, mentor received additional information. The patient was implanted on (B)(6) 2020 and underwent removal on (B)(6) 2022. On september 22, 2022, mentor received a photo of the device for evaluation. On october 21, 2022, mentor received the device for evaluation. On october 28, 2022, mentor completed a visual analysis of the photo. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. On october 30, 2022, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant had missing material measuring approximately 1.5 x 1.2 cm on the posterior view. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Manufacturer's reference number: (B)(4).